Event description:
On (B)(6) 2014 the pt went through smartlipo surgery by the treating physician. On (B)(6) 2014 the pt returned for follow-up and had her first tripollar radio-frequency procedure on the same day. On (B)(6), the pt sent an e-mail showing pictures of a burn wound to the treating physician but was unable to come in for an office visit at that time. She continued to provide e-mail updates with pictures showing the evolution of her burn wound but was unable to come in for an office visit due to being out-of-town. On (B)(6) she returned for a follow up visit and the treating physician treated her with a combination of platelet-rich plasma (prp) and acell's matristem micromatrix and wound matrix.

Manufacturer narrative:
The device appears to have been used off-label in the abdomen following surgical liposuction and it is unclear whether the device caused or contributed to the injury. The company's investigation is ongoing and pollogen will update the MDR should additional info be obtained. Pollogen is reported this MDR with the information currently available in an abundance of caution. The apollo device is available for examination. Lumier's tech will check the device in the clinic and send a detailed report to pollogen. The clinic insists that the tech will arrive to the clinic as they are working with the device. Pollogen will update the MDR once additional info becomes available.